Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the blood glucose reading went down to 45 mg/dl, then shot up to 500 range. Customer experienced excessive thirst, difficulty breathing and heart problems. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.